Event description:
It was reported that the pt has had no hearing sensations since the first fitting and stimulation only gave pt pressure sensations. Several tests have been performed over the last year but without being able to determine any implant abnormality or technical cause.